Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose value of 35 mg/dl. The customer specified other relevant blood glucose levels as 340 mg/dl , 178 mg/dl. The insulin pump will not return for analysis.